Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510k number for the venovo venous stent products is identified in d2 and g4. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use sufficiently address the potential risk as the instructions for use states that venous occlusion/restenosis of the treated vessel is a potential complication or adverse event that may occur. Holding and handling of the delivery system during the procedure including accessories and preparation was found to be properly described. H10: (expiry date: 12/2017). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the results of a clinical trial, that approximately ten months post index procedure involving two overlapping stents, the patient developed thrombosis of right pelvic veins and right deep lower leg veins. Thrombectomy was performed and stent was implanted. The current patient status was not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510k number for the venovo venous stent products is identified in. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2017).

Event description:
It was reported through the results of a clinical trial, that approximately ten months post index procedure involving two overlapping stents, the patient developed thrombosis of right pelvic veins and right deep lower leg veins. Thrombectomy was performed and stent was implanted. The current patient status was not provided.